Event description:
It was reported that during a routine device change out procedure, the physician opened the pocket using electrocautery. The pulse generator exhibited backup operation. A device change out was not completed at this time. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.